Event description:
It was reported that this right ventricular (rv) lead exhibited an increase in thresholds and loss of capture. This patient experienced loss of consciousness, discomfort and is recovery after transient cardiac arrest. Subsequently this lead was explanted and replaced. No additional adverse patient effects were reported. No further information is available.

Event description:
It was reported that this right ventricular (rv) lead exhibited an increase in thresholds and loss of capture. This patient experienced loss of consciousness, discomfort and is recovery after transient cardiac arrest. Subsequently this lead was explanted and replaced. Additional information was provided, the cardiologist suspected that the lead was dislodged causing the issues. No additional adverse patient effects were reported. It was believed that the lead was discarded and will not return for analysis.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.